Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found the reported event with the instrument could not be replicated nor confirmed. Internal visual and external inspection revealed no abnormalities. The instrument passed the manual articulations test. Failure analysis could not verify the customer reported event. No product issue was found.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter. The customer confirmed no further details related to the reported event are known or available. This complaint will be classified based on the provided information at this time.